Event description:
A total hip arthroplasty patient contacted mako surgical alleging "my implant fell out".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The allegation is thought to refer to a dislocation of the hip joint. The investigation is underway, and a supplemental report will be submitted if reportable results are obtained.